Manufacturer narrative:
The reported event of a ball deployment was confirmed. Following the simulated deployment, the ball, bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures. Please note, per the amplatzer cribriform occluder instructions for use, artmt100092301 revision a "contraindications: treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects."

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 30mm amplatzer cribriform occluder was selected for implant. During procedure as the device was deployed in the patient, both the left and right atrial discs deformed into a ball position. The cribriform occluder was exchanged for a new 35mm amplatzer pfo occluder, which was successfully implanted. The patient was reported to be in stable condition.